Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified internal fistula of left upper extremity. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The first inflation was 20 atmospheres for 60 seconds. However, during the second inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter phone:(B)(6).

Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a gladiator elite balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a longitudinal tear in the balloon material. The tear measured 21 mm in length and extended from a position 11mm distal of the proximal markerband to 5mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft identified a kink 135mm distal from the distal end of the strain relief. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified internal fistula of left upper extremity. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The first inflation was 20 atmospheres for 60 seconds. However, during the second inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient status was stable.